Manufacturer narrative:
This is 2 of 2 reported (2nd MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer the patient received dual anti-platelet agents prior to the procedure, post procedure. Access was through femoral. Tortuosity was on a scale of 3. There was a little resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was resistance encountered during the flow diverter deployment. The stent opened and was apposed distally. Being the stent was off the resheath pad, the physician did not want to manipulate or push the device while deploying. Therefore, he unsheathed the device with understanding of having to post process. The proximal end was opened but not apposed when it was deployed. The flow diverter was recaptured/resheathed back during the procedure 1 time. Device came off resheathe pad when flipping the petals in the mca (middle cerebral artery aneurysm). There were no clinical consequence to the patient due to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent deployed prematurely during use¿, ¿stent failed/unable to open¿ and ¿stent friction.

Event description:
This event was reported based on the physician's preference evaluation. During the procedure, the subject stent came off of the resheath pad while flipping the petals in the mca (middle cerebral artery). The operator was able to salvage the subject device by locking down the system and slowly pulling back to the landing zone. An angioplasty balloon was used post subject flow diverter stent deployment for proximal shelf. The procedure was completed successfully with subject device successfully covering the aneurysm neck. Resistance was encountered during navigation of the subject flow diverter device to the target lesion and during the subject flow diverter deployment. No clinical consequences were reported for the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reported (2nd MDR).

Event description:
This event was reported based on the physician's preference evaluation. During the procedure, the subject stent came off of the resheath pad while flipping the petals in the mca (middle cerebral artery). The operator was able to salvage the subject device by locking down the system and slowly pulling back to the landing zone. An angioplasty balloon was used post subject flow diverter stent deployment for proximal shelf. The procedure was completed successfully with subject device successfully covering the aneurysm neck. Resistance was encountered during navigation of the subject flow diverter device to the target lesion and during the subject flow diverter deployment. No clinical consequences were reported for the patient due to this event.